Event description:
Per the clinic, all electrodes were found to be open except two following unrelated surgery. Subsequently the patient permanently discontinued use of the device. The implanted device remains.

Manufacturer narrative:
(B)(4).